Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to fractured of body on (B)(6) 2022. The customer was reported that the sensor needle fractured while in the body. The customer¿s blood glucose level was 335mg/dl at the time of the incident. Customer stated sensor needle was hard to remove. The sensor will not be returned for analysis.